Manufacturer narrative:
(B)(4). Labeling indicates: no system errors: if you get a system error ¿ such as no readings, sensor error, or signal loss ¿ you won¿t get g6 readings or alarm/alerts.

Event description:
It was reported that the patient experienced inaccuracies between the continuous glucose monitor (cgm) and blood glucose (bg) meter. The sensor was inserted into the thigh, which is off label usage of the device, on (B)(6) 2019. The patient stated on (B)(6) 2019 she tested her glucose with a bg result of 109 mg/dl before getting in a rental car to drive. Her cgm was 243 mg/dl. She stated she was going to calibrate the cgm due to the inaccuracy and decided not to. She ate a sugar glazed doughnut to make sure she was okay and then drove. She lost consciousness while driving and hit a wall. She did not sustain any injuries. When she came to, she was in another driver¿s car and the fire department had responded and given her an injection of glucagon. She refused to be taken to the hospital. At the time of contact, she was distracted, having difficulty remembering what happened. Data was provided for investigation. Confirmation of the complaint was undetermined, and the probable cause was unable to be determined via product. The reported glucose values fall within the c zone of the parkes error grid. This is being reported due to adverse event and/or medical intervention. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Correction to remove the following statement: labeling indicates: no system errors: if you get a system error ¿ such as no readings, sensor error, or signal loss ¿ you won¿t get g6 readings or alarm/alerts.

Event description:
Subsequent to the initial MDR, corrections have been made.